Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tubes'), embedded device ('migrated device; has left device embedded in uterus'), uterine perforation ('perforation fallopian tubes, uterus; '), genital haemorrhage ('general abnormal bleeding') and systemic lupus erythematosus ('type of autoimmune- lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), genital haemorrhage (seriousness criterion medically significant), rash ("rash/ skin condition"), skin disorder ("rash/ skin condition"), systemic lupus erythematosus (seriousness criterion medically significant), vaginal discharge ("bladder/urinary problems: yes., vagina discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headache"), nervous system disorder ("neuron condition/problems"), nausea ("nausea"), bladder disorder ("bladder/urinary problems: yes., vagina discharge") and urinary tract disorder ("bladder/urinary problems: yes., vagina discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, embedded device, uterine perforation, abdominal pain, pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, genital haemorrhage, rash, skin disorder, systemic lupus erythematosus, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, migraine, headache, nervous system disorder, nausea, hormone level abnormal, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, systemic lupus erythematosus, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for pain- chronic, pelvic/abdominal, back, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding- menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal, allergy : rash/ skin condition, breakage, lupus, vagina discharge, gi conditions, hair loss, dental problems, migraine, headache, neuron condition/problems, nausea, hormonal changes, weight gain, migration, perforation fallopian tubes, uterus diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, general abnormal bleeding, rash/ skin condition, device breakage, lupus, vagina discharge, gi conditions, hair loss, dental problems, migraine, headache, neuron condition/problems, nausea, hormonal changes, weight gain,perforation fallopian tubes, uterus,were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('migrated device; has left device embedded in uterus/perforation- uterus'), genital haemorrhage ('general abnormal bleeding') and systemic lupus erythematosus ('type of autoimmune- lupus') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart attack in 2006. Concurrent conditions included neck pain, knee pain, pain in hip and chest pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6)2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headache") and pain in extremity ("leg pain"). In 2008, the patient experienced vaginal discharge ("bladder/urinary problems: yes., vagina discharge"). In 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/menorrhagia"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In 2012, the patient experienced alopecia ("hair loss") and feeling abnormal ("brain fog"). In 2013, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In 2016, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), metrorrhagia ("metorrhagia (bleeding between periods)"), rash ("rash/ skin condition"), skin disorder ("rash/ skin condition"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neuron condition/problems"), bladder disorder ("bladder/urinary problems: yes., vagina discharge") and urinary tract disorder ("bladder/urinary problems: yes., vagina discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6)2009, migrated and perforated essure coil was removed leaving one coil in place). At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, metrorrhagia, rash, skin disorder, gastrointestinal disorder, nervous system disorder, hormone level abnormal, bladder disorder and urinary tract disorder outcome was unknown and the systemic lupus erythematosus, pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, alopecia, tooth disorder, migraine, headache, nausea, weight increased, vaginal haemorrhage, pain in extremity, feeling abnormal and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, rash, skin disorder, systemic lupus erythematosus, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion 2007. Patient received treatment for pain- chronic, pelvic/abdominal, back, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding- menorrhagia (heavy menstrual bleeding), metorrhagia (bleeding between periods), general abnormal, allergy : rash/ skin condition, breakage, lupus, vagina discharge, gi conditions, hair loss, dental problems, migraine, headache, neuron condition/problems, nausea, hormonal changes, weight gain, migration, perforation fallopian tubes, uterus. As per pfs, essure removal date is (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Imaging procedure - on (B)(6)2007: essure confirmation test(s) (unspecified).. Ultrasound pelvis - on (B)(6)2009: 1. No thickening of endometrial stripe. Cystic cavities are present in the endometrial canal and in location of previously noted submucosal fibroids. 2. There are 2 small myometrial fibroids, each 1.2 cm. 3. Unremarkable ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), leg pain, brain fog, bloating. Event onset date, event outcome were added. Reporter information were updated. Patient history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tubes'), embedded device ('migrated device; has left device embedded in uterus'), uterine perforation ('perforation fallopian tubes, uterus;'), genital haemorrhage ('general abnormal bleeding') and systemic lupus erythematosus ('type of autoimmune- lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorrhagia (bleeding between periods)"), genital haemorrhage (seriousness criterion medically significant), rash ("rash/ skin condition"), skin disorder ("rash/ skin condition"), systemic lupus erythematosus (seriousness criterion medically significant), vaginal discharge ("bladder/urinary problems: yes., vagina discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headache"), nervous system disorder ("neuron condition/problems"), nausea ("nausea"), bladder disorder ("bladder/urinary problems: yes., vagina discharge") and urinary tract disorder ("bladder/urinary problems: yes., vagina discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, embedded device, uterine perforation, abdominal pain, pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, genital haemorrhage, rash, skin disorder, systemic lupus erythematosus, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, migraine, headache, nervous system disorder, nausea, hormone level abnormal, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, systemic lupus erythematosus, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for pain- chronic, pelvic/abdominal, back, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding- menorrhagia (heavy menstrual bleeding), metorrhagia (bleeding between periods), general abnormal, allergy : rash/ skin condition, breakage, lupus, vagina discharge, gi conditions, hair loss, dental problems, migraine, headache, neuron condition/problems, nausea, hormonal changes, weight gain, migration, perforation fallopian tubes, uterus diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.